Event description:
The consumer reported using the product for six hrs on his groin. When the patch was removed, there was a second degree burn. The consumer went to the emergency room at the time of the incident. He has subsequently received wound care and antibiotic treatment for the injury.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The unused portion of the product has been returned to the manufacturer. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.